Manufacturer narrative:
The reported event of an obstructed leaflet was confirmed. Gross morphological and histopathological examination found thrombus within the recessed pivot areas, which hindered leaflet movement and their ability to fully close. As the tissue was removed, movement was regained. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the thrombus remains unknown.

Event description:
On (B)(6) 2018, an obstructed leaflet was found in a 27mm master series mechanical heart valve four months post implant. A heart valve (unknown model and serial number) replaced the masters series mechanical heart valve. A request for additional information was denied due to privacy policy at the facility.